Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after resection of ileum with the reload, the surgeon resected the right colon. Then the blood spurted from the stump of the staple line. The procedure was completed with another device. Less than 200 cc of bleeding occurred as a result of the issue. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. (B)(4). According to the reporter; the issue occurred during a laparoscopic right hemicolectomy procedure. There was no difficultly experienced while firing the device before the issue. No reinforcement material was in use at the time of the issue. The staple line was believed to have fire completely and without malformation of staples with no problem before the blood was noticed. The bleed was addressed by ligation with a suture. There was no need for a transfusion. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.